Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube was inspected and no damages were noted on it. Introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer without damage. The embolic coil was still attached to the gripper. The gripper and embolic coil were inspected under microscope and no damages were found on them. Using a lab sample syringe 635-002, the trufill dcs system was purging on the blue zone; after that the embolic coil was detached when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil- failure to detach" was not confirmed during the functional analysis. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization for ic-pc, the orbit rdfl complex mini coil ((B)(4)) could not be detached although the alternative detachment method was attempted. The lot number of the dcs syringe (catalog number; 635-002) was unknown. The coil was removed from the patient's body and replaced by other new product. The procedure was completed successfully without any adverse event. A dedicated saline source was utilized to fill the syringe, and a constant and dedicated heparinized saline source was utilized at all times. The syringe was connected properly with each delivery system hub. Prior to the failure to detached, the syringe was taking past the green zone, position 3. No leaks were noticed anywhere on the delivery system or syringe. After the event, no damages were noticed on the syringe, coil or delivery system, and the coil was still attached to the delivery system. No further information was available. The device is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15092387 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspections. Based on the available information and without the return of the device for analysis, no conclusion can be regarding the reported inability to detach the trufill dcs orbit and no related manufacturing issues were identified with review of the device history records. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
During a coil embolization for ic-pc, the orbit rdfl complex mini coil ((B)(4)) could not be detached although the alternative detachment method was attempted. The lot number of the dcs syringe (catalog number; 635-002) was unknown. The coil was removed from the patient's body and replaced by other new product. The procedure was completed successfully without any adverse event. A dedicated saline source was utilized to fill the syringe, and a constant and dedicated heparinized saline source was utilized at all times. The syringe was connected properly with each delivery system hub. Prior to the failure to detached, the syringe was taking past the green zone, position 3. No leaks were noticed anywhere on the delivery system or syringe. After the event, no damages were noticed on the syringe, coil or delivery system, and the coil was still attached to the delivery system. No further information was available. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube was inspected and no damages were noted on it. Introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer without damage. The embolic coil was still attached to the gripper. The gripper and embolic coil were inspected under microscope and no damages were found on them. Using a lab sample syringe 635-002, the trufill dcs system was purged on the blue zone; after that the embolic coil was detached when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil- failure to detach" was not confirmed during the functional analysis. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per (B)(4) that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The complaint coil failure to detach was not confirmed on analysis. The device performed according to specifications during analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not suggest what other factors may have contributed to the reported difficulty.

Manufacturer narrative:
Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15092387 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization for ic-pc, the orbit rdfl complex mini coil (638mf0407) could not be detached though alternative detachment was attempted. The lot number of the dcs syringe (catalog number: 635-002) was unknown. The coil was removed from the patient's body and replaced by other new product. The procedure was completed successfully without any adverse event. A dedicated saline source was utilized to fill the syringe, and a constant and dedicated heparinized saline source was utilized at all times. The syringe was connected properly with each delivery system hub. Prior to the failure to detach, the syringe was taken past the green zone, position 3. No leaks were noticed anywhere on the delivery system or syringe. After the event, no damages were noticed on the syringe, coil or delivery system, and the coil was still attached to the delivery system. No further information was available.